Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03539, indicting the serial number as unknown. Correct serial number is (B)(4).

Event description:
It was reported that a 65650 rollator had a broken weld.